Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm about two weeks or a month back. He also reported that the batteries are not lasting and he woke up with high blood glucose of 450 mg/dl and found the display was blank. Changed the battery and it would not come on, he banged the insulin pump a couple of times and finally it turned on. Blood glucose value was 110 mg/dl. Troubleshooting was performed. The battery cap will be replaced. The device will not be returned for analysis.